Manufacturer narrative:
Pump received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery alarm noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. Unit was received with cracked case along the side of the battery tube, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had low battery alert less than 1 week on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.